Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at oc-c2. Sometime post-op the hinge of the adjustable rod was found to be broken. No additional information is available at this time. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination identified wear and deformation of the perimeter of both the male and female spline teeth, and a multi-modal fracture of the core. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial crack propagation as noted, as well as significantly increased material disruption at approximately 50% through the remaining cross-sectional area, consistent with overload. The above observations are consistent with incomplete seating of the male and female spline teeth at final tightening, allowing the teeth to rotate and placing the core into cyclic tension/compression. This cyclic load may have induced cyclic fatigue until an overload condition induced mechanical failure of the implant.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation, however films were supplied for review which found: vertex performed occiput to c4. Hinge between occipital plate and rod construct reportedly failed. This is not apparent on the lateral view. The ap view appears to show some gapping in the hinge just lateral to the rod, in the lower hinge. Ap also shows disturbing lateral connectors and screw directed antero-medially at c2 the upside rod appear to have a lateral connector directed laterally from the rod with the screw directed anteriorly off the connector in an appropriate trajectory, however the downside lateral connector is directed medially from the rod and the screw trajectory is concerning. Actual position cannot be fully correlated with the lateral view.

Event description:
It was reported that the patient underwent a revision surgery approximately one year post-op.